Event description:
Update (B)(4). The healthcare professional reported that the implant was removed due to infection. It was unknown if the entire system was removed. The indication for use was complex regional pain syndrome. No device issues reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.